Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and menstrual disorder ("unusual periods"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("unusual bleeding/bleeding") and systemic lupus erythematosus ("lupus") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever. Concomitant products included insulin glargine (lantus) and insulin human (humulin r) for diabetes and levothyroxine for hypothyroidism. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), back pain ("lower back pain/back pain"), arthralgia ("joint pain"), fatigue ("chronic fatigue") and abdominal pain ("abdomen pain"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), hot flush ("hot flashes") and coital bleeding ("bleeding after intercourse"). The patient was treated with (), ibuprofen and surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain lower, dyspareunia and menstrual disorder outcome was unknown and the hot flush, coital bleeding, back pain, arthralgia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, hot flush, menstrual disorder, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: plaintiff states she used condoms from approximately (B)(6) of 2011 to (B)(6) of 2011 because her doctor advised she use contraceptives. Plaintiff states she constantly told doctor that her right coil felt like it was not placed properly and that it was causing her pain. Plaintiff did not seek treatment for cramping, hot flashes, bleeding after intercourse, painful intercourse, and chronic fatigue. Physician diagnosed her with lupus in approximately (B)(6) 2017, but after several other tests she was told she did not have lupus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly in place, fallopian tubes occluded. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jan-2019: per plaintiff fact sheet event: lupus was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding/bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fever. Concomitant products included insulin glargine (lantus) and insulin human (humulin r) for diabetes and levothyroxine for hypothyroidism. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual periods"), hot flush ("hot flashes"), coital bleeding ("bleeding after intercourse"), arthralgia ("joint pain") and fatigue ("chronic fatigue"). The patient was treated with ibuprofen, solpadeine (tylenol 1) and surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and menstrual disorder outcome was unknown and the hot flush, coital bleeding, back pain, arthralgia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, hot flush, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff states she used condoms from approximately (B)(6) of 2011 to (B)(6) of 2011 because her doctor advised she use contraceptives. Plaintiff states she constantly told dr. That her right coil felt like it was not placed properly and that it was causing her pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and mr received, reporters added, device insertion and removal date updated, events: hot flashes, bleeding after intercourse, lower back pain, joint pain, and chronic fatigue. Event onset date and outcome updated. Concomitant drugs and conditions updated, treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and menstrual disorder ("unusual periods"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.